Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2019 with the following findings: during investigation, the pump was powered up to a dim and pink display. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display, and cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2019.